Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report four of four for the same event; see also 0002184052-2016-00081, 00082 and 00083. Discarded.

Event description:
The facility reported a broken driver during a posterior cervical fusion. The doctor was loosening the locking cap to adjust the rod and the final driver sheared off remaining in the closure top. It was confirmed the tip was not implanted and was removed with the closure top. The occipital plate and screw(s) was cut out. The part number for the screw(s) is unknown. The rod was not removed. The surgery was completed by replacing the implants with a back-up driver. There was a surgical delay of an hour.